Manufacturer narrative:
Additional information was received that the equipment was checked and found to function within manufacturer specification. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during pre-use checkout resulting in loss of mechanical ventilation. There was no patient involvement.